Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient was complaining of pain.

Manufacturer narrative:
See d4 expiration date, d10, e1 last name, h4 and h11 complaint has been evaluated and is similar to: 1644408-2023-00473; 521-07-254, s807 - pain. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.